Manufacturer narrative:
No device analysis results are available because the device remains implanted. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A cardiomems implant was scheduled. Following right heart catheterization, the physician experienced difficulty advancing the cardiomems delivery catheter over the .018 cardiomems guidewire. The case was complicated by the network of pacing leads in the patient¿s heart, including an ra lead, two rv leads, and one lv/cs lead in a low position near the tricuspid valve. The implant was aborted due to the amount of stress on the pacing leads while trying to advance the delivery system through the right atrium and right ventricle. The patient experienced no adverse consequences.